Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed downstream occlusion test due to constant reload set alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the door is not closing properly and not allowing the downstream pusher to put enough pressure on the tube and the hooks and latch pins have significant wear on them. The hooks and the latch pins requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.